Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels and had to change the insulin pump's battery daily. The customer for the first time had ketones in her urine. Customer's blood glucose level was 495 mg/dl. The customer treated her high blood glucose manually. Small air bubbles were present along the tubing length. The customer saw drops and no leaks. The insulin pump alarmed low reservoir and low battery. While performing the high pressure test the insulin pump alarmed no delivery. The customer noticed that the reservoir was supposed to have less than the 40 units that the reservoir had. There was an obstruction. The device was not returned.